Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set fell off during use event on 02-jun-2024. Customer was doing physical activity/sweating, swimming, or bathing at the time the set fell off. Infusion set has been used for 2 days. Skin tac was adhesive aides used at area of insertion. The blood glucose level was 201mg/dl. Insertion area was cleaned, air-dried and free from hair. No further information available.